Manufacturer narrative:
Reference MFR compliant # ov1998-4-13-81. The actual sample was retruned and evaluated. No product problem was identified. The lot history was unremarkable with regard to the reported problem. The manufacturing plant feels that the user instructions may not have been followed. The user most probably did not activate the hydromer coating. Instructions have been forwarded to the complainant.

Event description:
Customer reporded after inserting the tube and verifying placement by x-ray, the nurse was unable to remove the guidewire. The nurse reinserted another tube. No injury is reported.